Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water leaked from an mr290v vented autofeed humidification chamber after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed vertical cracks around the chamber dome, a crazing pattern was noted near the cracks. Additionally the dome was slightly bulged near the base. A yellowish-brown substance on the rolled base and primary float was also observed. The substance found is consistent with the use of hard water in the chamber. A lot check revealed no other complaints of this nature for lot140624. Conclusion: based on the inspection carried out it is likely that the damage was caused by the chamber coming into contact with a chemical solution, resulting in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber, including a check for cracks in the chamber dome. This suggests the chamber was damaged after it was released for distribution. The customer has also confirmed that the subject chamber was in use for six days before a water leak was observed, which indicates that the chamber became damaged during use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use usp sterile water for inhalation or equivalent. (B)(4).